Manufacturer narrative:
Patient height reported as 6¿0¿. Additional code ktt. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient with a history of a total shoulder replacement, date and manufacturer unknown, fell and fractured their right humerus just below the shoulder prosthesis, in (B)(6) 2017. The patient was initially implanted with an 8-hole, 3.5mm locking compression plate (lcp) extra articular distal humerus plate, eight distal and one proximal screws and one cable on (B)(6) 2017. It was reported that the surgeon had only placed the plate one hole past the prosthesis and only two holes past the fracture site. During a post-operative visit on an unknown date, the patient stated that ¿something wasn¿t right¿ with his arm. It was also reported that he was not wearing his sling. An x-ray revealed that all of the devices were intact but that the construct had failed and become loose. Post-operative non-union and decreased range of motion were reported. Therefore, the patient was brought back to the operating room on (B)(6) 2017 and the surgeon replaced the hardware with a 12-hole, 3.5mm lcp extra articular distal humerus plate, five cables and approximately 10 screws. It was noted that the surgeon re-implanted one of the original screws. It was reported that the plate now has five holes covering the prosthesis and is felt to be a much better fixation. The surgery was completed successfully without delay and the patient reported as stable. This report is for one 3.5mm locking screw this is report 9 of 10 for (B)(4).